Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) oss313, (osseotite® implant 3.75 x 13mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was observed attached to a locator abutment. The implant was identified fractured below the collar region. The remaining fractured piece of the implant was not returned for evaluation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 847499. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 847499 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are long-term parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported that implant at tooth site 44 was equipped with a locator and implant fractured below the abutment screw. Doctor also indicated inflammation and pain as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown/not provided. D4: unique identifier (UDI) number: not available.